Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to contamination between the option and home buttons.

Event description:
The customer contacted physio-control to report that their device is not completing the boot up process. As a result, defibrillation therapy may be unavailable, if needed. There was no report of patient use associated with the reported event.